Event description:
It was reported that during a laparoscopic right salpingo-oophorectomy procedure, the trocar that was used for the camera port had a slow leak of co2. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes when the scope was pulled in and out of the trocar. Was there a drop in pressure? No. Were you able to identify where the leak was coming from? Yes. The trocar site. Was a device inserted in the trocar during the leaking? 5mm scope. Was any torque being applied to the trocar or device? No.